Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The lot specific to this event is not known; therefore, lot history and device history records (DHR) review was not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A nurse reported a pt with a fiber observed in the incision at a post operative visit. The surgeon removed the fiber during the same visit. There was no harm to the pt.